Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During investigation of a complaint involving failure to program on the physician wand, the physician's dell x5 handheld was returned to the manufacturer and product analysis was performed. It was found during product analysis that the handheld had a worn serial cable. An analysis of the serial cable identified that the connector plug assembly was worn allowing an intermittent connection between the handheld and serial cable. No further anomalies associated with the handheld or serial cable were identified during the analysis.